Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right atrial lead exhibited failure to sense, undersensing, and inappropriate pacing. Programming changes were made. The patient was stable.